Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot #: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot #: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the therapy was not as effective on the one side/left side and there were high impedances. The cause of the event was not determined. Impedances were checked and reprogramming was done using the normal contact 11, but therapy was not as effective as other side. The doctor planned for x rays to look for obvious fracture and then exploratory surgery to check the extension and lead. The issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that impedances were in the range of 3,000-4,000 range.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1h8hu, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead; product ID 3389s-40, lot# va1h8hu, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) indicating that the lead was revised on (B)(6) 2018. Patient's impedances were all within normal limits and patient received effective therapy. The old lead was removed. However, the lead broke while removing the portion under the scalp and an undetermined length remains under the scalp. Patient is doing fine at th is time.